Event description:
Clinic notes were received reporting that patient had a replacement due to increase in seizures. Programming history database was reviewed. Programming history review indicated that the device was still implanted past the indicated date. No additional relevant information has been received to date.